Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, no signs of previous moisture presence or corrosion were seen on any of the boards, assemblies, and the motor inside the unit. After replacing pcba2 with a known good pcba2, and then reinserting the boards into a known good case, the sleep current measurement got knocked down, but it was still out of specs. The high current measurement is due to the electronics on both boards. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display screen and also had frozen display. The customer also stated that, the display was returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.